Manufacturer narrative:
Product ID 3387s-40, lot# v351366, implanted: 2009 (B)(6); product type lead product ID 3387s-40, lot# v351366, implanted: 2009 (B)(6); product type lead (B)(4).

Event description:
It was reported that the electrodes were removed due to infection and the patient was scheduled for a pre-replacement MRI scan. The patient was treated with antibiotics for the past ¿five years¿ and they finally removed the ¿electrodes¿ in (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.